Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer reported requiring treatment of insulin (dose/type unknown) by a third-party due to this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been reader returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader, no issues observed. However, the returned reader did not fit smoothly through the letterbox gauge comp. Upon deceasing the reader the weld for the reader slightly raised, but no bulge was observed to back of reader; no swollen battery was observed. A known-good battery was placed in the returned reader and applied pressure to microcontroller processor (mcp); observed returned reader did not power on with button press. Applied voltage to the fixture via the bench power supply and using the returned battery, observed the reader turned on. Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer reported requiring treatment of insulin (dose/type unknown) by a third-party due to this issue. There was no report of death or permanent injury associated with this event.